Event description:
The facility's biomed reported an infusion pump with a failure code 812:02 the biomed facility stated that no patient injury or medical intervention was requested regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code nd lot number in use, but no additional information was available. Additional contact information was requested but no additional information was available.